Event description:
On (B)(6) 2011 customer reported that the act diff instrument leaked a few drops of fluid from the probe after startup. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer over the phone and had them replace the hydrophilic diluent filters which resolved the probe drip issue. The root cause for the probe drip issue can be attributed to the diluent filters. The customer ran startup and no more probe drips were observed.

Manufacturer narrative:
(B)(4).